Manufacturer narrative:
02/10/1999-supplemental report sent to FDA.

Event description:
The product was used during a thoracoscopic bullae removal procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site and applied another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.